Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a 32yrs old female patient. The results provided were: on (B)(6) 2026, sid (B)(6): initial= 216.3 pg/ml /repeated on alinity ai08143=8.8 pg/ml. Second specimen drawn at same time respected on alinity ac08143=8.2, 8.1 and 9.1 pg/ml. Laboratory reference range for troponin=< 14.0 pg/ml. Loopback study data were also provided for troubleshooting purposes, and no discrepant patient results were identified. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. The initial report was submitted under manufacturer report number 3005094123-2026-00262-00 (abbott ireland diagnostics division, longford, as manufacturing site) with suspect medical device of alinity high sensitive troponin reagent, list number 04z21-25, lot number 84475ud00. After further evaluation, the suspect medical device was changed to alinity I processing module, serial number (B)(6), list number 03r65-01 (abbott laboratories, irving, tx as manufacturing site), which is under this report.